Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams elevate anterior and apical system with intepro lite to treat pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, dyspareunia and other injuries." The plaintiff's attorney also alleged that the plaintiff " experienced significant mental and physical pain and suffering," underwent surgeries and revisionary procedures, "permanent injuries" "disfigurement and disability," and "mental, and emotional anguish."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.